Manufacturer narrative:
The pump, both cylinders and the reservoir were returned for evaluation. Examination and testing revealed no apparent functional abnormalities to cause the reported difficult inflation. The MFR is aware of physiological factors that contribute to such difficulty. However, device evaluation will neither confirm or disprove these factors. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service. An evaluation will be forwarded upon completion.

Event description:
The entire device was removed on 12/17/1996.